Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin and gentamicin (route, dose and frequency unknown). The cause of the peritonitis was a break in aseptic technique and the patient was retrained. The patient recovered and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.